Event description:
It was reported that the t:slim x2 pump battery would not charge, and the customer confirmed that the pump screen was not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps with the help of technical support, including using different wall adapters and charging cables, but the issue was not resolved. Consequently, technical support arranged for a replacement pump to be sent to the customer, who planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.